Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the lead was explanted. The patient was in stable condition post-procedure.

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving an alert for high, out of range high voltage lead impedance. Programming changes were made. The patient condition was stable and the patient will be monitored.